Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic partial nephrectomy where device was applied to the bed where tumor was, the patient contracted an infection. Klebsiella pneumoniae and enterobacter cloacae and/or escherichia coli appeared. Patient hospitalization was extended and there was a prolonged treatment of the infection. An additional operation will be performed to correct the issue.